Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that his one touch ultrasmart meter had missing segments on the display. The alleged issue first occured in late 2008 at 6:00 pm. As a result of the reported issue, the patient did not take any actions. It is not known which results the pt had obtained or misinterpreted due to the alleged product issue. The same day after the product issue began, the patient reported feeling sweaty and disoriented. He did not receive/require any medical attention/treatment. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. The alleged issue was not resolved with troubleshooting. The patient did not receive medical attention. Replacement products were sent to the lay user/patient.